Manufacturer narrative:
Additional information: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
No other information has been provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial right knee implanted with an optetrak device in approximately 2010, underwent a revision surgery in the fall of 2011, for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and or component loosening. Plaintiff experiences daily pain and discomfort in her right knee which limits her activities of daily living and impacts her quality of life. No device returns anticipated due to this being a legal case. No further information.